Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected blood glucose test result range not verified. Customer observed symptoms of not being able to make decisions. Medical intervention advised at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Storage of product not verified. Test strip lot and meter serial number not verified. Meter memory not recalled.